Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became intermittently frozen on the home screen, and the customer was unable to clear it. To clear the frozen display, the customer reloaded the cartridge. Blood glucose level was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.